Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance out of range. Reportedly, the impedance had increased gradually and it was consistently high. X-ray imaging was performed and a lead impairment was not able to be confirmed. The physician decided to not replace the lead and to replace the implantable cardioverter defibrillator (ICD) instead as it had remained in service for approximately 12 years. When the new device was connected to the rv lead, the shock impedance was observed to be high out of range when programmed rv coil to right atrial (ra) to can. Subsequently, the device was reprogrammed to rv coil to can and the impedance was noted to be within normal range. The physician decided to continue monitoring the patient on latitude. No adverse patient effects.